Event description:
The customer reported that the v60 ventilator has an error message of 24 v supply failure. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
Patient information: biomedical engineering indicated that patient's information is unknown as he was not there when he unit failed. It was relayed to him.